Manufacturer narrative:
A software analysis was conducted as part of the investigation. Analysis determined the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the navigation system would lose display functionality and become blue without prompt after verifying a straight probe. It was reported that other instruments would verify but when the straight probe was re-introduced, the issue would occur. Restarting the navigation system did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.